Event description:
Please refer importer report #: (B)(4).

Manufacturer narrative:
This unit has been sent in for repair already 16 months ago with the same error description (electrical sensation). At that repair all tests and measurements have been performed without a result. All values have been within specification, no deviation was found. As the unit is working well in our repair department we can just assume that the grounding of the dental chair is not installed as requested and hence leakage current is running back via the handpiece in use and the pt, causing the electrical sensation. For current issue the customer refuses to send back the equipment for analysis, hence an analysis cannot be performed. (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) USA (the importer).